Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the inner liner of the device was detached and the procedure was completed with this device. There were no patient complications reported as a result of this event.